Event description:
The consumer indicated between the dates of (B)(6) 2012, the string pulled out of three tampons upon removal, and the tampons remained inside her. She removed some pieces while taking a bath. She visited her doctor and had additional pieces removed. Her doctor indicated that she did not have an infection, but recommended that she use pads and use douche to flush any remaining pieces. She indicated that she usually has menstrual flow for about 6 weeks due to having polycystic ovarian disease. She was diagnosed with this disease at 16 yrs old.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided by the consumer. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.